Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01669; pip-30, s814 - stability, poor joint/s805 - excessive wear, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to wear